Event description:
A report was received that the patients ipg had to be charged more frequently. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physicians preference. No device malfunction was suspected. The patient was doing will post operatively. The explanted ipg was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patients ipg had to be charged more frequently. The patient will undergo an ipg replacement procedure.